Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. Reportedly, customer declined to provide an information regarding the event. Customer's bg was 160 mg/dl at the time of report.